Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been having issues with their infusion set. The customer had changed the infusion set but received a no delivery during normal usage. The customer removed the infusion set and found that the cannula was bent. The customer's blood glucose level during the no delivery alarm was 442 mg/dl. The customer reports that 6 infusion sets had bent cannulas. The no delivery alarm was resolved by changing the complete infusion and reservoir set. The customer did not mention how they treated their high blood glucose.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The reservoir not occluded.